Event description:
It was reported that while using the bd vacutainer® ppt¿ plasma preparation tube k2e that there was no label or missing label information. The following information was provided by the initial reporter: no label on white steel tube.

Manufacturer narrative:
H.6. Investigation summary: 2 samples and no photos were returned by the customer in support of this complaint. The samples were evaluated and are missing the tube label. The retentions could not be inspected as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. Bd was able to confirm the customer¿s indicated failure mode for missing label using the returned samples. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-18.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ppt¿ plasma preparation tube k2e that there was no label or missing label information. The following information was provided by the initial reporter: no label on white steel tube.